Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount as an underinfusion. The customer reported a patient was receiving chemotherapy when the pump started beeping "air in line". The flush bag and line had infused. The customer than changed the primary line and flush bag. The chemotherapy was then rehung at 45cc/hr with it being assessed every hour. The chemo was infusing, however, the remaining volume in the bag was larger than it should be and the bag did not complete at next due dose time. The pump was changed out just in case there was a malfunction. When the infusion completed, it displayed the correct volume to be infused, however, there was still approximately 400cc left in the bag. The customer reported that the chemotherapy was infusing many hours past due. It was also reported there was no patient injury.